Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months. (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient was admitted to the hospital due to red heart alarms and pump stoppages. The system controller log file confirmed pump stoppages, even when the system controller was connected to a non-grounded patient cable in use with the power module. Reportedly, x-ray images did not indicate any damage to the driveline. On (B)(6) 2017, persistent pump stoppages occurred. The healthcare professionals were unable to restart the pump via the system monitor or the system controller. Exchanging the system controller and connecting to batteries did not resolve the issue. It was reported that some backflow via the pump was confirmed, without hemodynamic impairment. A surgical procedure consisting of over-sewing the outflow graft and potential pump explant has reportedly been scheduled on an unspecified later date. The patient is in the intensive care unit in hemodynamically stable condition, and no further issues have been reported.

Manufacturer narrative:
It was reported that the explanted device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the pump was explanted, and the patient is doing fine. No additional information was provided.

Manufacturer narrative:
Review of the system controller log file provided by the account confirmed pump stoppage events; however, a specific cause could not be conclusively determined through this evaluation. The account communicated the patient was hemodynamically stable and was switched to battery support. The system controller log file confirmed pump stoppages, even when the patient was connected to a non-grounded patient cable. According to the hospital, the x-ray image did not indicate any damage of the driveline. On (B)(6) 2017, persistent pump stops occurred. The healthcare professionals were unable to restart the pump via the system monitor or the system controller. Exchanging the system controller and connecting to batteries did not resolve the issue. Potential driveline damage and the risk of backflow via the outflow graft was discussed with the responsible physician, and a pump exchange was recommended. The patient was admitted to the intensive care unit in hemodynamically stable condition. Additional information was provided stating the pump exchange was performed and the patient was doing well. It was reported the pump would not be returned for evaluation. The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.